Manufacturer narrative:
Summary of eval: examination results suggest this event is not device related but rather is associated with malalignment, mal-positioning, due to an undersize tibial component or ligament balance, these all compounded by the pts relatively high weight.

Event description:
The kinematic tibial component was revised due to pt pain.